Event description:
It was reported that during implant and initial placement of this right ventricular (rv) lead in the septum, high thresholds were observed and remained unchanged after 20 minutes. It was noted that 30 turns were used to extend the helix during initial placement. The physician elected to reposition the lead. The helix was able to be retracted from the septum, however, the helix was noted to remain partially extended. After several attempts to fully retract the helix, the physician elected to remove the lead. A new rv lead was then successfully implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. The lead did not pass helix mechanism testing due to the helix housing being clogged with dried blood/tissue. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis concluded that the helix retraction difficulty was a result of dried blood/tissue.

Event description:
It was reported that during implant and initial placement of this right ventricular (rv) lead in the septum, high thresholds were observed and remained unchanged after 20 minutes. It was noted that 30 turns were used to extend the helix during initial placement. The physician elected to reposition the lead. The helix was able to be retracted from the septum, however, the helix was noted to remain partially extended. After several attempts to fully retract the helix, the physician elected to remove the lead. A new rv lead was then successfully implanted. This lead was attempted, but not implanted. No adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.